Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was to undergo ipg revision on (B)(6) 2018 (please see MFR. Report#: 1627487-2018-08807) and the ipg was placed in surgery mode prior to the procedure. After the ipg was relocated, however, the ipg was unable to communicate with external devices. As a result, the physician explanted and replaced the patient¿s ipg with a new model.